Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos pcb was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system only booted to 5 arrows (no boot). This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.